Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse that she has a patient on the intra-aortic balloon pump (iabp) and the hemodynamics are not reading properly and the timing is not correct. They are using a standard fluid filled catheter. The rn stated they had already changed out the pump. The pump was being used in operator mode. The rn changed it to autopilot, now the timing is not correct and the systolic and diastolic pressures are reading the same. The clinical support specialist (css) asked to change the pump to operator and correct the timing. That was easily done. The register nurse stated the hemodynamics were correct and the timing looked good. She was asked to try to change it back to autopilot and see if it stayed correct. The timing was not correct in autopilot, but it was in operator mode. Additional information provided: the perfusionist called in regards to this patient. The digital display of the hemodynamics did not correspond to the wave form at all. There was a 20mm difference from cursor reading and the actual reading on the screen. There was no patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "hemodynamic monitoring difficulty" is confirmed based on the pictures provided from the customer. The field service engineer (fse) checked the pump, and the pump passed functional check-out. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported by the rn that she has a patient on the intra-aortic balloon pump (iabp) and the hemodynamics are not reading properly and the timing is not correct. They are using a standard fluid filled catheter. The rn stated they had already changed out the pump. The pump was being used in operator mode. The rn changed it to autopilot, now the timing is not correct and the systolic and diastolic pressures are reading the same. The clinical support specialist (css) asked to change the pump to operator and correct the timing. That was easily done. The rn stated the hemodynamics were correct and the timing looked good. She was asked to try to change it back to autopilot and see if it stayed correct. The timing was not correct in autopilot, but it was in operator mode. Additional information provided: the perfusionist called in regards to this patient. The digital display of the hemodynamics did not correspond to the wave form at all. There was a 20mm difference from cursor reading and the actual reading on the screen. There was no patient complications reported.